Event description:
During a surgical procedure, the table top started to move into reverse trendelenburg without being activated to move into this position by o.r. Personnel. The movement was stopped by removing the hand control from the table. The pt was repositioned using the auxiliary hand control. No injuries to the pt or o.r. Personnel resulted from this incident.